Manufacturer narrative:
Device has been evaluated but no repairs have been completed.

Event description:
The manufacturer received information alleging a ventilator stopped operating while running. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, "ventilator inoperative" codes were found in the ventilator's downloaded error log. The device's system board will be replaced to address the issues.